Event description:
The surgeon reports performing cataract surgery with attempted implantation of the crystalens intraocular lens in the right eye using crystalsert (ci-28) delivery device. Upon insertion of the iol, the surgeon noticed that the haptic was torn. Subsequently the incision was enlarged to remove the lens and a backup lens was implanted. A suture was placed to close the wound. According to the surgeon, the pt's outcome is stable and the prognosis is good. Reference MDR# 2031924-2011-00068.

Manufacturer narrative:
Visual inspection of the returned inserter device identified a bent nozzle tip. The cause of the damage cannot be determined. According to the surgeon, the plunger most likely overrode the iol causing the reported damage.